Event description:
It was reported that the patient experienced hyperglycemia while using an ilet system after the patient¿s daughter replaced an infusion inset without priming the tubing; the inset was subsequently removed and replaced following education on the correct supply change steps, after which insulin delivery was resumed, and the reported blood glucose was 235 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with and education of the user as well as analysis of information provided by the caregiver. Investigation of this case revealed no device problem, identified a usage problem related to improper or incorrect procedure, and implicated the tubing component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.